Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) was returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the monitor. Device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt was found to be missing the trunk cable. Once the trunk cable was replaced, the belt passed all incoming functional testing which verified proper functionality of the ECG acquisition and pulse delivery circuitry. The root cause of the missing cable was physical abuse. Device manufacture date: monitor: 05/27/2014. Electrode belt: 01/27/2014. There is no indication or allegation to suggest that the missing trunk cable caused or contributed to the patient treatment or death. The ECG analysis, conducted by trained ECG technicians, identified the cause of the patient's death to be bradycardia.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2015. The patient was reportedly in the hospital and with his wife and hospital staff at the time of death. Review of the event indicates that the patient experienced a defibrillation event consisting of three shocks. The device delivered an inappropriate treatment at 1:35:05 with pre and post-shock rhythms of supraventricular tachycardia (svt) at 160 beats per minute (bpm). A second external rescue defibrillation shock was delivered to the patient with pre and post-shock rhythms of svt at 160 bpm. A third inappropriate treatment was delivered at 1:35:34 with a pre and post-shock rhythm of svt at 160 bpm. A heart rate over the detection algorithm threshold contributed to the false detections. The response buttons were not pressed during the event. The device was shutdown at 1:35:43 while the patient was in svt at 160 bpm, subsequent monitoring was not possible due to device deactivation. The patient passed away on (B)(6) 2015.